Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01504. It was reported the patient is receiving stimulation in the incorrect location. In turn, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-01504. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which time the leads were repositioned which resolved the reported issue.